Event description:
Healthcare professional reported "pain and discomfort in the breast area, aesthetic dissatisfaction with the shape of the breast" and "capsular contracture, baker grade iii". Healthcare professional later reported "damaged implant was found during surgery". Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to d3: partial date of 2022 provided. Continued e1 -- initial reporter establishment name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii device photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional later reported "it was intraoperatively found that the implant inside the pocket was ruptured." This record is for the left side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the manufacturing process. Unsatisfactory result: unable to observe as it is not related to the manufacturing process. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: b1. B.5., h.6.